Manufacturer narrative:
Nxstage customer service was contacted by the pt for assistance in troubleshooting an alarm. A power fail recovery had been attempted as instructed in the device labeling, however, the system continued to alarm. Instructions were given by an nxstage clinical specialist to perform a manual rinseback. It was determined, however, that a manual rinseback could not be performed because the extracorporeal blood circuit had clotted. The reported occurrence of alarms during the treatment is not directly related to the blood loss event. Occasional alarms during routine dialysis treatments are expected. Most likely during the elapsed time to contact customer service the extracorporeal blood circuit clotted, precluding the performance of a manual rinseback resulting in the reported blood loss. Device labeling instructs to "remedy all alarms as outlined. If not able to remedy alarms promptly discontinue treatment". No medical intervention was required as a result of the incident. Dialysis clinic staff were notified by nxstage of the event and indicated that they will f/u with the pt. The pt's name was not included in this report to protect pt privacy. Nxstage medical considers this report closed, no add'l info will be provided. This report is not being filed as a result of either a device malfunction or serious injury as defined in 21 cfr part 803.3 (n) and (bb) (1) respectively. This report is being submitted in order to comply with FDA's blood loss policy which specifies that all events associated with routine dialysis procedures resulting in a pt blood loss of >20cc are considered reportable events.

Event description:
During a routine hemodialysis treatment, a pt blood loss of approx. 225cc occurred. It was reported that in response to an alarm condition tht could not be resolved, a manual rinseback could not be performed as the extracorporeal blood circuit was clotted. The circuit was discarded resulting in the reported pt blood loss. No medical intervention was required.